Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that equipment has defibrillation disabled when doing daily operational tests.there¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the capacitor for which the customer was provided information for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided information to replace the capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened

Event description:
Philips received a complaint on the dfm100 indicating that the equipment presents defibrillation disabled when performing daily operating tests. The device was in use at the time of the event, however, there was no patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.